Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately two hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was discovered by the facility staff when blood was visually observed filling both ends of the dialyzer and dripping from the arterial end. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3, h6 (device component code) plant investigation: a sample from the reported lot number was returned for evaluation. A sample was provided from the reported lot for evaluation. Blood was noted in the threads of the cavity ID end header cap. During the visual evaluation, a pu sliver was identified at approximately 175°, with the dialysate ports situated at 0°, on the cavity ID end. The pu sliver extended under the o-ring. Further examination of the sample did not reveal any other damage or irregularities. Furthermore, there was no evidence of an internal blood leak (no blood noted on the outside of the fibers). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak is confirmed due to a pu sliver. The probable causes for a pu sliver include: improperly seated potting caps (used during the manufacturing process) and debris that may be present in the hoppers or feeder bowl. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately two hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was discovered by the facility staff when blood was visually observed filling both ends of the dialyzer and dripping from the arterial end. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation.